Manufacturer narrative:
Device was received for evaluation. Tests included disconnecting the power cord from both inlet and outlet sides, stress-testing the main power switch for consistent operation between main and battery power, verifying voltage and current at key nodes throughout the power related components such as the psu, powerbase board, inlet and batteries. All test results were within specification. The power cord was also tested for continuity on each prong which it was able to maintain consistent continuity. No anomalies were found.

Event description:
It was reported that upon arrival to the recipient hospital, the device user unplugged the metra from the van inverter without completing the necessary steps prior to disconnection. The machine turned off completely with the liver on board. Subsequent attempts to power the device back on were unsuccessful the liver was ultimately discarded due to an extended warm ischemia time.

Manufacturer narrative:
Device data from the event was reviewed. The irretrievable device shutdown was unable to be confirmed in the data set. No abnormalities were noted with pinch valves or pump speed in the final 42 seconds of the dataset. Field service engineering was unable to replicate the event. It is possible the e-stop was inadvertently engaged, which would cause an irretrievable shutdown and wouldn't be reflected in the dataset.

Event description:
It was reported that upon arrival to the recipient hospital, the device user unplugged the metra from the van inverter without completing the necessary steps prior to disconnection. The machine turned off completely with the liver on board. Subsequent attempts to power the device back on were unsuccessful the liver was ultimately discarded due to an extended warm ischemia time.